Event description:
This spontaneous case from united states was received on (B)(6) 2017 from the patient this case concerns a male (age: not provided) patient who initiated treatment with synvisc and after an unknown latency it started to hurt/in pain ever since/a lot of pain/in pain every day, he could hardly walk out, had a loose anomaly in my knee joint and felt like my knee was going to blow up like a balloon and explode no medical history and concomitant medications were reported. Patient had several synvisc injections over the years, in both knees. Patient had stiffness in knee. On an unknown date, patient began to feel stiffness in his knee and felt the need for synvisc injection. On (B)(6) 2017, patient received treatment with intra articular synvisc injection (dose, frequency and indication: not provided). On an unknown date after an unknown latency, started to hurt and patient felt like his knee was going to blow up like a balloon and explode. He could hardly walk out of the office and had been in pain ever since. He has a lot of pain. X-ray showed that he had a loose anomaly (onset and latency: unknown) in my knee joint. He had been in pain every day. He went to another doctor who gave him a steroid injection in knee. This helped a little. Patient called the doctor back that gave him the synvisc injection whose nurse asked him to give it a while to work. Patient wants to know what happened. He had never had any problems with this injection. Patient also asked if an arthroscope can be done under a local. Action taken: unknown corrective treatment: steroid injection for started to hurt/in pain ever since/a lot of pain/in pain every day outcome: unknown for all events seriousness criteria: required intervention for started to hurt/in pain ever since/a lot of pain/in pain every day a pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending.